Event description:
It was reported that pump had an alarm no disposable, pump wont run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette was tapped on hard surface and then reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Tubing remains clamped, pump is off and patient will go to appt at 1130 as scheduled for disconnect. No patient injury was reported.

Manufacturer narrative:
Operator of device: d5 is unknown. No information has been provided to date. Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.